Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6) (B)(4). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was successfully implanted in patient. Prior to procedure, patient cardiac rhythm was in sinus rhythm with pre-existing left anterior fascicular block. The final implant depth between the intraventricular end of the valve to the non-coronary cusp was 5.4mm. Post-procedure, it was noted on an electrocardiogram that the patient developed a left bundle branch block and first-degree atrioventricular block with a prolonged pr interval. The patient was hospitalized, but no intervention was performed.

Manufacturer narrative:
An event of left bundle branch block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported left bundle branch block could not be conclusively determined. The reported hospitalization was due to case-specific circumstances. Following the procedure the patient was hospitalized. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_(B)(4) - envision ide study, patient site ID: (B)(6), ((B)(4)). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was successfully implanted in patient. Post-procedure, it was noted on an electrocardiogram that the patient developed a left bundle branch block and first-degree atrioventricular block with a prolonged pr interval. The patient was hospitalized, but no intervention was performed.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.